Event description:
The pt fell and fractured her pelvis. Afterward, she experienced a shocking sensation in her lower legs when she exited the shower or pool. Movement caused stimulation changes. The pt was at home at the time of the report. Her status was reported as "good". Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.